Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad detached and with the blade scratched and cracked. The device was functionally tested with a generator and an error code 5 (instrument error) was displayed. A probable cause of an error code 5 or instrument error screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during an unknown procedure, the tissue pad fell off after working around three hours. The fallen piece did not fall into the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.